Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor was broken and missing the broken part; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 123 mg/dl. The customer stated that there is no cannula at the end of the sensor. The customer stated that the cannula is missing. The location of the insertion is the abdomen. The customer did not report that the sensor cannula was introduced or fractured in the body. The customer will be sent a replacement sensor.